Manufacturer narrative:
No information provided to date. Investigation including root cause analysis is in progress.

Event description:
It was reported that the cassette not attached alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal missing. Upon function testing, the reported problem was duplicated. The downstream occlusion sensor was found to be inoperable. The root cause is unknown. The sensor was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: updated.